Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, nausea, and vomiting. Treatment for the event included unspecified antibiotics ip (4 times a day). The patient was discharged from the hospital 14 days later. The cause of the peritonitis was unknown. The patient was recovering from peritonitis at the time of this report. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).as the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd895433 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.if additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).